Event description:
The consumer reported that the patient's previous implantable neurostimulator (ins) had an instance where it shut off. The healthcare provider (hcp) told the patient it was because they were near a commercial microwave oven. This happened sometime in 2010 after implant on (B)(6) 2010. The hcp turned the ins back on. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.